Event description:
Revision surgery on 09-march-2016 for deep infection at 3 weeks post-op. Stem and baseplate retained as part of single stage I&d and revision for infection.

Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat dwf500 aequalis ascend flex reversed tray centered +0 serial # not reported cat dwd190 aequalis reversed ii glenoid sphere 29/36 serial # not reported it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk.